Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards (B)(4) affiliate, the patient underwent a combined transapical aortic and mitral transcatheter tavr procedure and was transferred to the ICU in stable condition where later she developed asystole (cause unknown) and expired.

Manufacturer narrative:
Additional information provided indicated the exact cause of death is unknown. The implanting physician suspects that the patient suffered a left ventricular outflow tract (lvot) obstruction during the deployment of the thv into the patient¿s native mitral valve. It was noted the thv valve, had been successfully implanted 80:20 into the ventricle in the intended mitral position, which resulted in no paravalvular leak and no ruptures or conduction abnormalities. The edwards sapien xt transcatheter heart valve, model 9300tfx, sizes 23 mm, 26 mm, and 29 mm, is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien xt valve in the mitral valve and/or with an existing surgical ring is not indicated; therefore, the labeling does not instruct the operator how to position the sapien xt valve in this scenario. Testing performed by edwards documents the phenomena of high placement of the thv in a native aortic annulus, which would be relevant in the scenario of a thv in a mitral valve, as well. Inaccurate deployment (too high or too low in the mitral valve) could result in clinically significant hemodynamic compromise, implantation of a second valve, embolization of the valve, and/or may require additional intervention to secure or remove the valve. In this case, the cause of the patient¿s asystole cannot be confirmed; however, it was thought by the implanting physician to be due to a lvot obstruction of the implanted valve within the native mitral valve. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.